Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es enterprise server where the communications was not syncing correctly. The customer stated that there was a delay in dispensing workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that another domain under this server but not associated with any domain. A technical support specialist added new domain to the es server to resolve this issue. The system functioned as intended after technical support specialist troubleshoot the device.